Manufacturer narrative:
Pump was received with radio frequency pic failed self-test error alarm during self-test due to faulty electrical component on radio frequency board. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
It was reported that customer received a two radio frequency pic failed self-test alarms. Caller states that alarms caused customer to go to the hospital on two occasions. One was due to high blood glucose and that other was due to an infection caused by infusion tube being in and receiving a no delivery alarm. Customer's blood glucose was unknown. Caller was advised that normal bolus programmed was not recorded in bolus history. Caller was advised that insulin pump would need to be replaced.